Event description:
The pt has two model 3186 leads from the same lot. It was reported the pt's scs leads are protruding through the skin at the midline incision. The pt will follow-up with her physician to discuss possible surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.